Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the system would not initialize prior to a procedure. The case was cancelled after the patient had received anesthesia. There was no harm to the patient.